Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. Correction: e the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the cardiac ICU nurse was getting low flow alert02). They were trying to fill the device, but it would not take water. Advised low flow was related to air flow rather than water flow. Flow rate (fr) was 0.3lpm. Patient in normothermia cooling or rewarm was complete. Guided to system diagnostics showed that the system hours were 2363, pump hours were 2208, inlet pressure (ip) was -7.4psi, circulation pump command (cpc) was 60 percentage, flow rate (fr) was 2.5lpm. The nurse stated that the unkinked tubing to the left chest pad as they were speaking. This might have resolved their issue. They will call back if they have any additional issues or if low flow alert comes back. Per customer via phone on (B)(6) 2024, it was reported that the device was currently not working, and a work order was submitted for repair. Patient therapy was completed on an alternate device. No patient impact was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the cardiac ICU nurse was getting low flow alert 02. They were trying to fill the device, but it would not take water. Advised low flow was related to air flow rather than water flow. Flow rate (fr) was 0.3lpm. Patient in normothermia cooling or rewarm was complete. Guided to system diagnostics showed that the system hours were 2363, pump hours were 2208, inlet pressure (ip) was -7.4psi, circulation pump command (cpc) was 60 percentage, flow rate (fr) was 2.5lpm. The nurse stated that the unkinked tubing to the left chest pad as they were speaking. This might have resolved their issue. They will call back if they have any additional issues or if low flow alert comes back.